Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: UK. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during maintenance inspection, the following failure descriptions were noted: damaged comb, damaged bottom roll, damaged mesher (screws broken into it); worn gear; worn screws; calibration error. No patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h4, h6, h8, and h11. Review of the most recent repair record determined damaged comb, bottom roll, and screws. There were worn gears and screws. The unit was out of calibration. The comb, bottom roll, screws, carrier guide, gear, pin and bearings were replaced, unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.